Manufacturer narrative:
Radiographic imaging review: lateral x-ray imaging of the l4¿s fusion was performed. Review of the lateral x-ray demonstrated that the l4¿l5 interbody graft appears collapsed with posterior migration compared to prior imaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar interbody fusion revision (l4/5/s). Initial pre op diagnosis is lumbar spinal stenosis. It was reported that patient had back pain due to screw tip cut-out towards (l4) the cranial side and cage back-out (l4-5). Reoperation was required for replacement of the backed-out cage, cut-out screw, along with extension of the fixation range up to l3. Bone fusion was not completed at the time of revision surgery. Patient has recovered. There were no further complications reported regarding the event.